Event description:
The customer reported to olympus, that the serial digital interface port in the front of the evis exera iii video system center was stuck inside . The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Corrected data: d9 (¿yes¿ was selected in error on the initial report), g2 (¿health professional¿ was inadvertently omitted from the initial report), h3 (¿02¿ was selected in error on the initial report), and h6 (type of investigation code ¿4114¿ was inadvertently omitted from the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.